Manufacturer narrative:
B5; information added. D1-d4: product and lot information added.

Event description:
The patient was a part of a clinical study. It was reported that serious injury occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. At an unknown amount of time post index procedure, the patient presented to the emergency room with chest pain. An echocardiogram was performed. The patient was diagnosed with atrial fibrillation with rapid ventricular response and post procedural pericarditis. The patient was hospitalized and treated with intravenous diltiazem bolus medication, and then they converted to sinus rhythm. The event is resolved. It was further reported it was a 24mm watchman flx pro closure device. It was confirmed there were no further interventions other than the IV medication diltiazem given.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
The patient was a part of a clinical study. It was reported that serious injury occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. At an unknown amount of time post index procedure, the patient presented to the emergency room with chest pain. An echocardiogram was performed. The patient was diagnosed with atrial fibrillation with rapid ventricular response and post procedural pericarditis. The patient was hospitalized and treated with intravenous diltiazem bolus medication, and then they converted to sinus rhythm. The event is resolved.